Event description:
The customer tested her blood glucose and received a reading of 447 mg/dl using her contour meter. She retested using another meter and received a reading of 178 mg/dl. The difference between the meter readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 6 mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent.